Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: thoracic surgeon, most procedures deal with lung cancer. They stated they have seen that patients were staying longer in the hospital with air leaks and three cases needed to be re-operated on. Noticed the leaks were beside stapler clips in some of the cases. Several were noticed that at the end of the stapler some of the clips were not closed very well. Sharp end of the stapler make puncture in the lung and needed re-operate because if this alleged event. No evidence that this issue is related to the stapler or technique. Since reoperation for air leaks are unusual - how longs did the leaks occur and how sever were the leaks? Depends on amount of air leak, the surgeon doesn't operate on patients often with air leaks. For one patient after 1 hour in post operation they had 300ml per minute leak, others were the patient was taken back to operation for a sudden air leak. What did the staples look like? With the air leaks and the reoperated patients, it was observed that they were not well closed and saw open clips. Even with the tissue not being very thick. Cartridge used? Depends on the thickness of the tissue. Green for moderately thick tissue. Use blue and white with thinner tissue. Black for very thick tissue in the middle of the lobe. Buttress used? None.

Event description:
It was reported that during an unk procedure, the surgeon, suspects that the cartridges in combination with the stapler compression have a tendency to create tissue trauma with air-leakage. Patient consequences reported were air leakage, prolonged drainage and reoperation.